Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-02-01). However, the exact cause of the complication and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf- generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified transurethral resection in saline (turis) procedure, unintended nerve and muscle stimulation occurred more frequently than expected and the resection sheath became hot. Postoperatively, the patient developed a urethral stricture. No further information was provided but there was no report of malfunction for any of the medical devices involved.

Manufacturer narrative:
Device manufacture date. Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2017-02-01). When the esg-400 electrosurgical generator was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the esg-400 electrosurgical generator without showing any abnormalities related to the reported phenomenon. Therefore, the exact cause of the complication and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. In general, the occurrence of bleeding during or after a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.